Event description:
The reporter stated that the pump indicated it was delivering. However, no fluid was infusing and no audio alarm occurred. Further info was unavailable. No pt injury or treatment was associated with this event.